Event description:
It was reported from a literature review that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to oversensing. The patient presented to the emergency room and an x-ray was performed. The s-ICD system was found to be in the same position as the initial implant. The device was reprogrammed to the second sensing vector with the smart pass feature turned on. Afterward, the smart pass feature was disabled and the s-ICD delivered again inappropriate shocks due to t-wave oversensing. The reprogramming efforts were performed. However, was not successful. The physician opted to replace the s-ICD system. No additional adverse patient effects were reported.